Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (right), hair loss, acne, menses irregular and dyspareunia. Previously administered products included for contraception: mirena from 2006 to (B)(6) 2010. Concurrent conditions included human papilloma virus infection, stress, anxious mood, night sweats, allergic reaction to antibiotics, skin reaction, swelling face, swelling nos, fever, chills, sleep maintenance insomnia, motion sickness, allergic reaction to antibiotics, vomiting, rash, dizziness and vaginal cellulitis. Concomitant products included piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2013 for anxiety as well as amoxicillin;clavulanic acid (augmentin), nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to nickel/ nickel allergy"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced rash ("rash"), skin disorder ("skin disorder"), uti ("uti") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the urinary tract infection, allergy to metals, dyspareunia, depression, anxiety, vaginal haemorrhage, menorrhagia, fatigue, rash, skin disorder, uti and mental disorder outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dyspareunia, fatigue, menorrhagia, mental disorder, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and uti to be related to essure. The reporter commented: first essure device was placed on the right with 2 coils visualized. Second essure device was placed on the left with 3 coils visualized. She received treatment for rash, skin disorder, uti, psychological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2011: occluded right fallopian tube; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: no evidence of spillage into the intraperitoneal cavity. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: allergy to nickel, anxiety, pelvic pain, fatigue, urinary tract infection, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new events rash, skin disorder and psychological disorders based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (right), hair loss, acne, menses irregular and dyspareunia. Previously administered products included for contraception: mirena from 2006 to (B)(6) 2010. Concurrent conditions included human papilloma virus infection, stress, anxious mood, night sweats, allergic reaction to antibiotics, skin reaction, swelling face, swelling nos, fever, chills, sleep maintenance insomnia, motion sickness, allergic reaction to antibiotics, vomiting, rash, dizziness and vaginal cellulitis. Concomitant products included piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2013 for anxiety as well as amoxicillin;clavulanic acid (augmentin), nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to nickel/ nickel allergy"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced rash ("rash"), skin disorder ("skin disorder"), uti ("uti") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the urinary tract infection, allergy to metals, dyspareunia, depression, anxiety, vaginal haemorrhage, menorrhagia, fatigue, rash, skin disorder, uti and mental disorder outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dyspareunia, fatigue, menorrhagia, mental disorder, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and uti to be related to essure. The reporter commented: first essure device was placed on the right with 2 coils visualized. Second essure device was placed on the left with 3 coils visualized. She received treatment for rash, skin disorder, uti, psychological disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2011: occluded right fallopian tube; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: no evidence of spillage into the intraperitoneal cavity. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: allergy to nickel, anxiety, pelvic pain, fatigue, urinary tract infection, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump (right), hair loss, acne, menses irregular and dyspareunia. Previously administered products included for contraception: mirena from 2006 to (B)(6) 2010. Concurrent conditions included human papilloma virus infection, stress, anxious mood, night sweats, allergic reaction to antibiotics, skin reaction, swelling face, swelling nos, fever, chills, sleep maintenance insomnia, motion sickness, allergic reaction to antibiotics, vomiting, rash, dizziness and vaginal cellulitis. Concomitant products included piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2013 for anxiety as well as amoxicillin;clavulanic acid (augmentin), nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to nickel/ nickel allergy"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the urinary tract infection, allergy to metals, dyspareunia, depression, anxiety, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: first essure device was placed on the right with 2 coils visualized. Second essure device was placed on the left with 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2011: occluded right fallopian tube; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: no evidence of spillage into the intraperitoneal cavity. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: allergy to nickel, anxiety, pelvic pain, fatigue, urinary tract infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical record was received. Events added from pfs- urinary tract infection, allergic reaction to nickel, dyspareunia (painful sexual intercourse), depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue. And event-"nickel allergy" clubbed to event- "allergic reaction to nickel". Reporter information, medical history, historical drug, concomitant drug, essure removal date, lab data, events onset date, event outcome were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.